Manufacturer narrative:
This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for additional reportable events.

Event description:
The customer reported upon opening an ampoule, it shattered, pierced through the glove and cut the left thumb involving synchron bilirubin calibrator. The customer was not using an ampoule opening tool. The thumb bled profusely, and the customer was able to stop the bleeding. The customer rinsed the thumb using water. The msds (material safety data sheet) for the bilirubin calibrator was faxed and reviewed with the customer. The customer followed the directions of the msds and pursued medical attention. There has been no report of the patient's outcome. An ampoule opening tool was sent to the customer for use.